Manufacturer narrative:
The field service engineer determined a valve was damaged and replaced it. The vacuum nozzle also did not appear to be screwed down and the bolt was on the side. The sipper nozzle was replaced. The electrodes and pinch tubing were cleaned. An ise check was performed and was acceptable. Multiple calibrations were performed, but there were issues with calibration and control recovery. The engineer later replaced valves, the pinch valve, and pinch tubing. Calibration passed, but controls still had recovery issues. It was also noted that there was air in the ise reagent flow path and priming the system did not help. The engineer then replaced the dilution cup, tubing, and valve assemblies. The vacuum tubing was fixed to the ise diluent bottle. No more air flow path errors occurred. Calibration passed, but controls were still sometimes elevated. The engineer returned again to replace the vacuum nozzle. The sippers, electrodes, ise drain port, waste port, and dilution vessel were cleaned. Ise components were checked. A significant improvement was noted for the ise check, calibration, and control results. Patient comparison studies were performed and the compared results were similar. The customer reported there were no further issues. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the na electrode on a cobas c 303 analytical unit. The samples were repeated on a second analyzer and these values were deemed correct. The first sample initially resulted in a na value of 149 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 150 mmol/l and it repeated as 140 mmol/l. The third sample initially resulted in a na value of 153 mmol/l and it repeated as 139 mmol/l. The fourth sample initially resulted in a na value of 153.5 mmol/l and it repeated as 140.2 mmol/l with a data flag.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer replaced the reference electrode, but na results were still elevated. The investigation is ongoing.